Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was frayed at the distal idler. There was no damage on the pulley and the clevis. Failure analysis investigation also found that the instrument grip cable was derailed inside the housing by the clamping pulley making it difficult to open and close with stiffness tension. Also, there were scratches on the surface of the distal pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the prograsp forceps instrument was observed to have a broken wire, would not open. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.